Manufacturer narrative:
The patient's race and ethnicity were not provided; however, the patient's nationality is listed as (B)(6). The device has not yet been received from the customer. Once the device is received, an investigation will be completed, and a supplemental report will be submitted. This report is for the 3rd of 3 failed implants on the same patient. See reports for the reports on the 1st and 2nd implants: 3011649314-2019-00306 (p2019-255a), 3011649314-2019-00307 (p2019-255b).

Event description:
It was reported that an inclusive tapered implant lacked primary stability. The doctor reported that the implant was placed on (B)(6) 2019, at tooth location #27 (universal). The patient returned on (B)(6) 2019. After examination, the doctor noted mobility with the implant. The implant was then removed. The patient's current condition is reported to be fine. The patient has type iii bone quality, and has no relevant medical or dental history. There was no abnormality noted with the implant itself.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: returned sample: physician did not return the complaint part for investigation. Device history record: per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor in the failed osseointegration of the implant. The DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Root cause: probable causes could be the lack of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU (B)(4) rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."